Event description:
It was reported to boston scientific corporation that a captivator cold device was used in a procedure performed on an unknown date. During the procedure, the captivator cold snare was not opening correctly and would not cut through the tissue. It was unknown how the procedure was completed. There were no patient complications reported as a result of this event. ** received additional information on february 10, 2025 ** event date was confirmed on (B)(6) 2025.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 01/01/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare unable to cut through tissue. Block h11: additional information a1 (patient identifier), a2 (date of birth), a2 (age at the event in years), a3a (sex as assigned at birth), a3b (patient's current gender identity), a4 (weight in pounds) have been updated based on the additional information received on february 10, 2025.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 01/01/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare unable to cut through tissue.

Event description:
It was reported to boston scientific corporation that a captivator cold device was used in a procedure performed on an unknown date. During the procedure, the captivator cold snare was not opening correctly and would not cut through the tissue. It was unknown how the procedure was completed. There were no patient complications reported as a result of this event.